Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet bionic pancreas and requested that the algorithm stop insulin delivery when readings fall below the user¿s target, indicating concern about hypoglycemia without alarms or alerts. Customer care provided assistance that included a review of available use information and outreach to obtain additional details. Investigation of this case revealed insufficient information to determine a device malfunction or user-related factor. No clinical symptoms associated with hypoglycemia reported. Outcomes included no reported medical intervention or hospitalization beyond the events described. It was concluded that the cause of the hypoglycemia events is unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.